Manufacturer narrative:
(B)(4). No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer reported after normalization and prior to crossing the lesion inside the body the wires pd curve disappeared. The wire/connector cable was reconnected but the problem was not solved. Another wire was used and the procedure was completed. The outcome of the procedure was noted as "deferred." There was no patient injury or complication. Patient was discharged as expected in stable condition. Vessel: lad. No damage was observed during prep. No resistance was met and device was not stuck. No events were experienced by the patient and no intervention was performed. The device was removed alone and no damage was observed after removal from the patient's body. Visual and microscopic inspection and functional testing were performed on the returned device. The visual inspection discovered that the sensor was broken. The distal portion of the sensor was separated and missing. An electrical resistance test was performed. The test discovered unstable, weak connections in the electrical circuit of the device. The wire failed the signal test and was not recognized. No pressure signal was generated. During functional testing, the reported failure was duplicated. The probable cause of the observed failure was the observed unstable, weak connections in the electrical circuit of the device likely due to a broken sensor. We were unable to conclusively determine when and how the reported failure occurred. The instructions for use (IFU) warns, do not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Never advance, torque or retract a pressure guide wire which meets significant resistance. The volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. This event is being submitted in an abundance of caution because the received device had a broken sensor and distal portion was missing. We were unable to determine when the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.